Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the clamp arm detached and the blade tip broke off. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. Both pieces were returned with the device. As a result of the clamp arm detachment, the tube assembly was distorted. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. This was due to the blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, the materials shows a defect in the beginning of use. It has not performed the expected action. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.